Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 system has exposed wires on the interconnect cable. There was no report of pt injury.